Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. The right ventricular (rv) lead integrity alert was noted on (B)(6) 2016 for a sensing integrity counter greater than 30 in 3 days and rv lead impedance variation in the last 60 days. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On (B)(6) 2016, rv pacing impedance rose to 2014 ohms up from a trend in the 456-551 ohm range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2016, ventricular sensing integrity counts were up to 106. Non-sustained ventricular tachycardia episodes with evidenced of lead noise oversensing were also noted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced a possible fracture. Oversensing episodes due to noise, short v-v intervals and high impedance were noted during a clinic interrogation. Review of clinical data found an lead integrity alert (lia) had been triggered four days prior to the interrogation after the rv lead had exhibited high and intermittently fluctuating impedance, oversensing of non-physiological events and an increase in the sensing integrity counter (sic). No intervention has been reported at this time. The lead remains implanted and in use. The physician would like to continue to monitor the lead as less oversensing and short v-v intervals were later noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.